Event description:
False positive advia centaur xp troponin ultra (tni-ultra) results were obtained for three samples from the same patient. The results were questioned by the physician. An aliquot of the patient sample was sent to another facility for testing on an alternate method. The result was negative. The patient sample was diluted with multi-diluent 11 and tested on the advia centaur xp. The results were lower. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00296 on december 17, 2014. 02/03/2015 additional information: the customer has declined to send the patient sample for further testing and investigation. The neat results for the patient sample on the advia centaur xp were consistently >50 ng/ml. The result on the alternate method was normal. The dilutions performed on the advia centaur xp: 1:2 = 28; 1:4 = 0.06; 1:8 = 0.06; 1:10 = 0.13. The results were within the 99th% normal range with the 1:4 and 1:8 dilutions and normal on the alternate method. This indicates a non-specific interferent in the patient sample causing an elevated result. The instruction for use state under the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."